Manufacturer narrative:
Product complaint # (B)(4). Evaluation: an unopened sample of product was returned for analysis. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problem and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no performance - breakage suture was found and the tested sample met the finished goods requirements. Representative samples returned to support investigation of suture breakage, device issues captured in reports 2210968-2019-80218. 2210968-2019-80223, 2210968-2019-80224 and 2210968-2019-80226. Analysis results have been included in follow-up report for each. 2210968-2019-80218. 2210968-2019-80223, 2210968-2019-80224 and 2210968-2019-80226.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The suture broke. Changed another one to complete surgery. No patient consequence reported.